Manufacturer narrative:
Analysis of the subject programmer revealed that the reported behavior most probably resulted from an issue at the etx board level.

Event description:
Reportedly, during use, the subject programmer suddenly shut down and rebooted in loop.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during use, the subject programmer suddenly shut down and rebooted in loop.

Event description:
Reportedly, during use, the subject programmer suddenly shut down and rebooted in loop.